Manufacturer narrative:
Patient information was unavailable from the site. No 510k due to this being a similar device to one that is marketed in the us. Concomitant medical products: other relevant device(s) are: product ID: 9733437, serial/lot #: unknown. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that during navigation in the sterile field, a "x" appeared on the camera three times. The issue was resolved by establishing communication again, and the product was restarted. No issues occurred after. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation. The system performed as intended. If information is provided in the future, a supplemental report will be issued.